Manufacturer narrative:
Corrected data: the model number was inadvertently typed 3660 ans instead it should read 3660. This report consists of correct information.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) the ipg was deemed prematurely inoperable. As a result, the ipg was explanted and replaced with another model.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Additional information received identified the issue has resolved.